Manufacturer narrative:
The pressure of the device was set at 8.0 at the time of the alleged incident.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges black particles coming out from the device to the water chamber and cough "all week". Patient had been using the device for a week but on the "previous days, she did not observe black particles". The device is still working. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles coming out from the device to the water chamber and cough "all week". Patient had been using the device for a week but on the "previous days, she did not observe black particles". The device is still working. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third-party service center for evaluation. During evaluation the technician found no evidence of foam degradation. The third-party service center concludes that the customer¿s complaint was not replicated and found zero error codes the device was scrapped in box h: device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.